Event description:
On 10/11/94 distributor learned from the hosp that on 10/4/94 the ventilator stopped working while on a pt. The unit was alarming, the display said "run est do not use," and the backup ventilation mode light was on. The hosp reported that the pt was bagged and put on another ventilator, and nothing happened to the pt.